Manufacturer narrative:
Conclusion and justification status for MDR: visual examination of the returned instrument confirms the thread damage reported. The threaded tip is badly damaged and appears to have been used as an impactor when not having been threaded into a mating cup. This type of damage is unlikely from normal threading and unthreading from a mating device. The root cause is attributed to use error. Based on the investigation a need for corrective action is not indicated. Continue to monitor through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During cup insertion, the handle unscrewed, the surgeon pulled the inserter handle out and the threaded tip had bent and partially cracked (still intact/ whole, with no aspects of the thread missing). Nil issues with surgical technique. Another tray was opened and another impactor handle was used to complete the surgery. There was approx 5 minute delay in surgery time. Nil adverse event noted with patient.